Event description:
It was reported that during the procedure, after positioning a 018 ht connect guide wire in a lesion in the anterior tibial artery, a non-abbott snare device was advanced over the ht connect guide wire. Less than 10 minutes later, when attempting to retract the snare device over the ht connect guide wire, the snare device was difficult to retract and resulted in polytetrafluoroethylene ptfe coating being stripped off of the proximal end of the ht connect. There were no adverse pt effects and no report of a clinically significant delay. Add'l info has been requested.

Manufacturer narrative:
The wire was returned complete and stuck in the catheter. The complaint dialogue describes that when the decision was made to retract the snare catheter there was "difficulty removing the snare" and this "stripped the proximal ptfe (polytetrafluoroethylene) off connect". It is possible that the interaction between the catheter and the guidewire resulted in some ptfe damage as can bee seen proximal to the distal tip of the catheter. A kink in the guidewire was observed at 67cm from the distal tip. This is located in the middle of the location of the ptfe delamination. This may indicate resistance felt between the devices and robust user handling. It was stated in the report that "the only resistance felt on the snare device was the interaction with the guidewire". Attempts to retract the catheter may have become difficult due to the interaction of ptfe coating but this cannot be established without doubt. Based on the evaluation carried out on the returned product, the quality group confirmed the presence of a product deficiency for this guidewire. The issue is currently being investigated per internal (B)(4) and ecapa issued by the customer (B)(4). The ecapa was opened on 05/08/2013 and the investigation and action plan details have been approved by abbott vascular on (B)(4) 2013.